Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/apr/2012. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "arthritis-rheumatoid" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: arthritis-rheumatoid and wrinkling.

Event description:
Patient reported having been diagnosed with a "connective tissue disease or disorder," specified as "rheumatoid arthritis." Patient additionally reported "rippling." This record is for the right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified broken shell, a crease fold, and piece of the shell was missing (0-25%). Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified: one sharp broken crease on the radius, wear/abrasion, and stress marks. Based on the device analysis the final assessment was a sharp broken crease on the radius assessed as a fold flaw opening, and creases "wrinkles" were observed but had no relationship with manufacturing process. Additional, changed, and/or corrected data: a.6., d.6b., d.9., g.2., h.3., h.6.

Event description:
Patient reported having been diagnosed with a "connective tissue disease or disorder," specified as "rheumatoid arthritis." Patient additionally reported "rippling." This record is for the right side. Device has been explanted.